Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that the view through the conicle tip was cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The conical tip was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the conical tip. No visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained.the center of the image was blurry and there was a scratch on the left outer portion of the image. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that the view through the conicle tip was cloudy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.